Event description:
Antibiotic bag spiked and line bled, attached to pt's midline IV. IV pump began to beep with check line, opened pump and found "stretchy part" of tubing had dime size balloon which then popped, spraying antibiotic. No harm to pt.